Manufacturer narrative:
The biomed adjusted the trend linkage to repair the bed.

Event description:
The account biomed stated that he installed a new trend valve and the trend lever will not lower the head hi/low.